Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. After the battery pins were tightened, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The root cause was determined to be due to the loose battery pins. Device not evaluated by manufacturer.

Event description:
The customer contacted physio control to report that their device unexpectedly lost power. There were no reports of patient use associated with the reported event.